Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tubes, the device experienced foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter. The customer stated: presence of yellow particles in the sample tube. Tube not used.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/19/2021. H.6. Investigation: bd received one samples and one photos for investigation. The photos and samples were reviewed and the indicated failure mode for additive abnormality was observed. This is recognized to be an aesthetic defect with no impact on the efficacy of the tube. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of additive abnormality was not observed. It is not the fm on the tube wall it is an additive used by the manufacturer. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tubes, the device experienced foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter. The customer stated: presence of yellow particles in the sample tube. Tube not used.